Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an emboshield nav6 device was used during a carotid procedure on a heavily calcified carotid artery. The guide wire shredded causing the filter to detach from the wire in the anatomy. A snare device was used in an attempt to retrieve the filter; however, this was not successful. The patient underwent a surgical procedure on (B)(6) 2017 to remove the filter from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It is likely that the patient anatomical conditions contributed to the reported difficulties as the treated lesion was reported heavily calcified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to the patient anatomical conditions and the treatments are related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the barewire met resistance during advancement through the anatomy. The patient remains hospitalized.